Manufacturer narrative:
Upon completion of the investigation it was noted that the second tube set, lot # unknown, evaluation of the tubing did not confirm the complaint; this tubing set appears to be anomaly free. There was no evidence of leakage when flushing with fluid in the laboratory. Furthermore; the tubing could be flushed with no resistance. The reported "leakage was noted" was not verified in the laboratory. This tubing is leak tight, patent and anomaly free as received. The difficulties experienced in the clinical setting could not be duplicated in the laboratory. For the first record (above), the lot number was not reported; therefore, it is not possible to review the device history records. We will continue to monitor for this or similar complaints for this product code and lot. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage (hole on tubing at the spike side) was noted during preparation before the surgery on (B)(6) 2017. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequences to the patient. No further information was provided by the hospital.